Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because drawer was not detected on communication bus. A field service engineer reseated the row board cable and cleaned out the drawer to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary device was not recognized on the bus. The customer indicated that the user successfully retrieved medication from a different station without experiencing any significant delays. There were no adverse events or injuries reported based on this incident.